Manufacturer narrative:
S/w version 4.11d. Retainer ring=missing. Customer complained on (B)(6) 2021 cracked on the battery compartment. Partial display due to moisture damage to the lcd glass. Pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, cracked keypad overlay and cracked case (battery tube). Confirmed cracked case (battery tube). (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was broke at the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.